Event description:
It was reported that during service and repair pre-testing, it was observed that the battery reciprocator device heated up quickly. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as apr 25, 2014. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device heated up rapidly at the guide sleeve during use. Therefore, the reported condition was confirmed. It was found that the push-off ring (seal) was worn and there were signs of an unknown liquid found inside the device. The assignable root cause was determined to be due to seal degradation from repeated sterilization and normal wear on components from repeated use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Returned to manufacturer: the returned date to manufacturer was documented as (B)(4) 2015 in the initial report. It has been corrected to (B)(4) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.